Manufacturer narrative:
Exact date unknown, event occurred around (B)(6).

Event description:
It was reported that the patient was experiencing pain on the left leg. It was noted that the patient was also reprogrammed to cover the pain areas. The patient was prescribed with norco.

Event description:
It was reported that the patient was in the in-patient department and was complaining of left sided leg pain. The patient was programmed to provide more relief. The patient was also experiencing an increase in charging. The patient was also prescribed with norco. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.